Event description:
It was reported that following a deep brain stimulation lead implant procedure, the patient experienced a perifocal electrode edema. The edema was diagnosed via computerized tomography. It was noted that there were no intra-operative challenges or complications during lead placement. The patient had an extended hospital stay and was administered medication. The patient status has improved and there is no further course of action.